Event description:
It was reported that the programmer incurred an error message when trying to interrogate a device. The programmer was rebooted and then worked fine. The programmer remains in use. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.